Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
Customer stated, during use, that the device alarmed with leak in iab. No patient injury or harm reported. No adverse event reported. This is a rental unit. Please note the cardiosave alarms in full "gas loss in iab circuit"

Manufacturer narrative:
The service territory manager (stm) reported that the intra-aortic balloon pump (iabp) was a loaner and was swapped out with another known working loaner. The iabp was transported to the company warehouse to be evaluated. Upon evaluation, the iabp was discovered to have had catheter restriction error and declining augmentation. The scroll compressor was replaced. The stm performed calibration, safety, and functional testing. The iabp was deemed fully functional and released for clinical use.

Event description:
Customer stated, during use, that the device alarmed with leak in iab. No patient injury or harm reported. No adverse event reported. This is a rental unit. Please note the cardiosave alarms in full "gas loss in iab circuit"